Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. Initially, during the procedure, an error code '80' and '84' displayed. The catheter was changed to complete the procedure. No patient consequences were reported. The error codes populating were assessed as not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster failure analysis lab received the device for evaluation. During assessment on march 7, 2018, damage was observed on the pebax as it was noted that metal was exposed. Per the damage observed, a scanning electron microscope (sem) was performed and it showed evidence of mechanical damage and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The damage on the pebax was assessed as a reportable malfunction. The awareness date is march 7, 2018.

Manufacturer narrative:
Correction to initial report as the DHR in error was not provided. The device history record (DHR) for the lot number 17717748m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. Initially, during the procedure, an error code '80' and '84' displayed. The catheter was changed to complete the procedure. No patient consequences were reported. The returned device was visually inspected and the pebax was found broken with metal exposed. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. During the test, no temperature was observed. For the temperature issue, the force feature cannot be tested, however, no errors were observed on the carto 3. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed evidence of mechanical damage and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The tc failure is detectable in production, mitigating this failure from reaching the customer. However, despite all the controls put in place during the manufacturing of a device, inadvertent pu wicking on tc wires can cause these wires to break in field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. The damage observed on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).